Event description:
The pt experienced a loss of therapeutic effect and some sexual dysfunction, as well as, right side and bottom of ankle numbness for the past 11 mos. The pt stated that a while ago, he had a "diagnostic" and it was determined that he had scar tissue that was cutting off the medication; it was fixed (see MFR's report # 6000030200802448.) Now the pt was going through the same thing again and he was concerned. The pt was at home. The pt was encouraged to contact his hcp. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates baclofen. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.